Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this right ventricular (rv) presented with abnormal lead impedance measurements and noise oversensing that resulted in pacing inhibition. The patient reported feeling dizzy during these periods of oversensing. A revision was performed and this rv lead was successfully replaced. Noise was no longer observed with the newly implanted lead. No other adverse patient effects were reported in association with the surgical intervention.

Manufacturer narrative:
The explanted rv lead will be retuned for laboratory analysis. Once it is received and analysis completed, this report will be updated.

Event description:
The lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection found that there were setscrew marks present on the terminal pin. A deep surface abrasion was noted on the lead insulation approximately 502 to 508 millimeters from the terminal pin. However, the damage did not expose or show damage to the conductor coil. Blood infiltration and tissue was noted on the helix and in the housing. Due to the infiltration, the helix could not be retracted or extended. In addition, there was a slight separation of the insulation by the electrode ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the clinical observations of abnormal impedance, noise and oversensing. The lead was found to be electrically continuous.